Manufacturer narrative:
Two device were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. The devices were returned with the needle release button in the activated (step 2 of 2) lockout position. This state indicates that the needle release button was activated to retract and then lockout the needle mechanism.

Event description:
The patient reported that the start button on the v-go popped up sometime after dinner last night. Patient noticed it after sitting down and wears the v-go on the abdomen. Patient does not think the needle release button was accidentally hit.